Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The manipulator wire was broken. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter is kinked at 38 cm and broken at 9 cm and 17 cm from the hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, during slitting of the sheath, the delivery catheter broke in half twice. It was noted the catheter broke perpendicular to the angle the physician was slitting at and the catheter was difficult to remove. No patient complications have been reported as a result of this event.